Manufacturer narrative:
A product investigation was completed: the device was in unlocked position when received; the locking screw was screwed into the sleeve body too far and that was what was making the use of the inserting instrument impossible. The device shows abraded color and marks on both flanks of the body sleeve. One of the four helix blades show minor damage at the run-in and there is abraded color on two blade flanks. Once the locking screw was in the correct position the device passed successfully the performed functional test. The blade passed the blade bore of a test pfna-ii nail and could be locked and unlocked as foreseen. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. We are not able to determine the root cause as per event description and available information for this complaint but we conclude that the cause of failure is not due to any manufacturing non-conformances. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Due to the intra-operative device malfunction, the blade was not implanted or explanted. (B)(6). The device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 3, 2015 - expiry date: january 1, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. During blade insertion, the surgeon noted that the device would not lock. The blade was removed and an alternate utilized in order to complete the procedure. No reported delay or patient harm. Concomitant device(s) reported: pfna nail (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).